Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
Allegedly, unit overheated and shut off the counter indicated that it has 200 plus hours of service though the bulb was recently replaced. It was further reported, that the counter must be off.